Event description:
Update: this product is now considered to be an involved component; nn264z -as tibial obturator d14mm. The initial implantation had occurred on (B)(6) 2019. Involved components: nn264z/ as tibial obturator d14mm (aesculap ag reference no. (B)(4); 9610612-2025-00057). Nx044/ patella 3-pegs p4 (aesculap ag reference no. (B)(4)). Nx034z/ as vega ps femoral comp.cemented f6r (aesculap ag reference no. (B)(4)). Nx057z/ as vega ps tibial plateau cemented t4 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: a section - patient data, b5 - description updated, d6 - implantation date, d10 - involved components.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of vega knee implants. According to the complaint description, a surgery to replace the polyethylene component(s) had been planned for (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).